Manufacturer narrative:
A ge service rep performed an onsite investigation. The backplane and power supply was evaluated and replaced. The customer was notified of the intermittent functionality of the cpu. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an error code which resulted in a loss of system functionality. The system was also not booting up properly. No pt or user injury was reported.